Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: subsequent investigation was performed and the investigation has been updated. It was inadvertently reported in the initial report that the device failed pretest check for sticky speed trigger. The investigation has been updated, and this failure (sticky trigger) has been removed from the investigation summary. Therefore, the reported failures do not meet the criteria of a reportable complaint as the failures are unlikely to cause or contribute to a serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electronic control unit and motor of the small battery drive device were damaged and the device would not run. It was noted that the control was defective, and the motor was sluggish. It was further determined that the device failed pretest for check for sticky speed trigger, check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward/reverse, check power with test bench. It was noted in the service order that the device did not work properly anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.